Manufacturer narrative:
During the procedure while attempting to place the galaxy coil through an sl-10 microcatheter and felt resistance about 3 cm into the catheter when he tried to remove the coil, it was stuck in the catheter. When he pulled harder, it caused the coil to stretch and fracture in the catheter. He suspects there may have been blood in the catheter even though a flush line was attached and flowing into the catheter. I am returning the coil and the microcatheter. The patient is fine. After the event, the procedure was completed successfully, and a dedicated saline source was used at all times. No additional information was provided. A non-sterile og tdl cmplx fill coil 4x7 and a sl-10 microcatheter lot unknown were received coiled inside of a plastic bag. No damages were noted on the hub of the orbit galaxy. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found without damage. The support coil, gripper and embolic coil were received outside the introducer. The support coil was found without damage, the gripper was found without damage but residues of blood dry were noted on it. The embolic coil was found stretched as well as the suture of the embolic coil was found broken. The sl-10 microcatheter was inspected and kinks were noted on microcatheter body. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The suture of the embolic coil was found broken. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to condition of support coil outside of introducer, the embolic coil condition stretched and the suture broken. . A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - fractured¿ was not confirmed. The failure reported by the costumer as ¿ detachable coil delivery system (dcs)- resistance/friction¿ could not be performed due to condition of support coil outside of introducer and the embolic coil condition stretched. The failure reported by the costumer as ¿coil - fractured¿ unraveled/stretched-in microcatheter was confirmed in visual analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. The label for use indicates that the use of non-codman microcatheters has not been studied and therefore recommends only to use microcatheter¿ s that are noted on the instructions for use. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
After the event, the procedure was completed successfully, and a dedicated saline source was used at all times. No additional information was provided. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The product was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure while attempting to place the galaxy coil through an sl-10 microcatheter and felt resistance about 3 cm into the catheter when he tried to remove the coil it was stuck in the catheter. When he pulled harder, it caused the coil to stretch and fracture in the catheter. He suspects there may have been blood in the catheter even though a flush line was attached and flowing into the catheter. I am returning the coil and the microcatheter. The patient is fine.